Event description:
It was reported that the balloon was difficult to remove and an additional device was required to remove the balloon. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 10mm x 3.25mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that after the fifth time the wolverine was deflated, removal attempt was unsuccessful. The device was difficult to remove from the ostial lesion and difficult to get back into the non-boston scientific guide catheter. A guidezilla was advanced over the balloon to capture and remove it in one piece. The balloon was fully deflated. The procedure was completed with the original device. No further patient complications reported.